Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 49 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with glucose tablets. The customer did not mention any symptom related to low blood glucose level. The customer also stated that they were hospitalized due to kidney failure from (B)(6) and stayed in there for 2 weeks. He customer stated that they were taking medicines for kidney and had under gone computed tomography scan twice during hospitalization. The customer reported that the insulin pump was on auto mode at the time of incident. The customer alleged the insulin pump for over delivery because when they place the insulin pump to suspend delivery, active insulin left from the time it was suspended would go to 0 when patient resumed it, was not sure if pump was really suspending the delivery. The customer stated that the insulin pump passed the displacement test and all the other test on the insulin pump and then they did not allege the insulin pump for under delivery. He insulin pump will not be returned for analysis.